Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotablator plus was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that the burring pressure dropped, and the burr was unable to cross the lesion; therefore, the procedure had to be withdrawn. There were no patient complications.